Event description:
Patient to o.r. For carotid endarterectomy. Surgeon requested to tilt table to the left. Upon doing so, the table began to quickly drop the extended head of the table. Patient moved to stretcher. Electric plug pulled, table did not stop. Staff found plastic hood over the manual controls turned at a 90 degree angle. When table tilted, the plastic hood pressed down on controls. Table stopped when plastic hood was lifted up and moved away.